Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and fallopian tube perforation ("perforation/ fallopian tube perforation") in a (B)(6) female patient (gravida 6, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)". The patient's past medical history included multi gravida and parity 4. On (B)(6) 2010, the patient had essure inserted. On an unknown date, 3 years 1 month after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). On an unknown date, the patient experienced pregnancy with contraceptive device ("pregnancy (no complications)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, abdominal pain, back pain, adverse event and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, adverse event, back pain, device dislocation, fallopian tube perforation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful left, unsuccessful right tubal ligation; on (B)(6) 2010: perforation (fallopian tube); on an unknown date: confirming full occlusion of fallopian tubes. On (B)(6) 2018 hysterosalpingogram revealed, successful occlusion of the left fallopian tube. Patent right fallopian tube with the right essure tubal ligation device external to the tube. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Reporter's information was added. Preferred term of event perforation was updated from perforation to fallopian tube perforation. Events added: pregnancy (no complications), device ineffective. Historical conditions and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.